Event description:
The consumer reported receiving two burns from use of the heating pad. She reports having a permanent scar on her stomach as well as a burn to her left arm. Burns of this nature can be caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.